Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ the day of implant. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after implantation of the lvad, before closing the chest, a spontaneous aortic rupture occurred at the ascending aorta, close to where the outflow graft was sutured. There was bleeding from the rupture. The rupture required surgical revision, which resolved the bleeding. It was reported that the event was not related with the pump. No additional information was provided.